Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as onset, the patient began treatment with injection imipenem injection (1 gram, once daily, intraperitoneally, duration not reported) and injection fortum(1 gram, once daily, intraperitoneally, duration not reported) for the peritonitis. The outcome of the event was not reported. At the time of this report, dianeal therapy was ongoing and the action taken with extraneal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that antibiotic therapy was discontinued and the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.